Event description:
Healthcare professional (hcp) reports 6 blood leaks noted into the dialysate compartment during the onset of the pt treatments. These incidents occurred in a 4 day period. New disposables were used to continue the treatments without incident. Estimated blood loss reported as minimal. Dialyzers reused prior to the reported events; number of times between 2-60. Hcp reports no pt injury or need for medical intervention.